Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2023-00104 and device 2 is being reported under MDR-2247858-2023-00105.

Event description:
Fever. Patient outcome: "event ongoing since 30 mar 2023. Medication was taken as treatment for the event."

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2023-00104.

Event description:
Fever. Patient outcome - "event ongoing since (B)(6) 2023. Medication was taken as treatment for the event."